Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. A review of all batch record documents was performed for h12i27018 and h12i24015 with no issues noted during the manufacturing process. There were no deviations from standard procedure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 1 of 5 involved in this peritonitis event.